Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported: inratio: pt1 7.2, pt2 2.2. Lab: pt1 4.5, pt2 1.6. Technical support sent a new strip lot for further comparison testing. Further follow up required.